Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a system shut down before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined. The company rep replicated the reported event. The host was recommended to be replaced. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured of (B)(4), 2013. Based on qa assessment, the product met specs at the time of release. The root cause cannot be determined conclusively. The MFR internal file number is (B)(4).